Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse confirmed that the host-pc was defective. The cause of the host-pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the host-pc by the fse resolved the reported issue and restored the functionality of the system. After the replacement of the host-pc, hard-disk and reinstallation of the operating system and applications, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.